Event description:
It was reported by the customer that their insulin pump may have a delivery anomaly. Customer states that they believe the device is not allowing basal delivery since they continue to wake up with a high blood glucose level. Upon checking basal rates programmed into the device, it was discovered to be incorrect and corrected. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Assisted customer with correcting amounts and advised to monitor device. Customer's blood glucose level was 319 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.